Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed suspected sepsis that started on the patient's first post-operative day. The patient was noted to have a persistent fever, low blood pressure (55-65mmhg), vasodilation and leukocytosis. In addition, the patient liver and renal function was reported to be "deranged" post-operatively. The patient's urine output declined to 15ml/hr and was treated with a lasix infusion and the initiation of continuous veno-venous hemofiltration. A sputum culture on revealed "mold". The patient's blood cultures are pending at the time of this report. The patient is reported to be alert with their blood pressure being supported by noradrenaline and adrenaline infusions. The patient was further treated with intravenous colistin, cefepime, daptomycin and levofloxacin. An antifungal agent was also started to cover for the sputum culture result. No further information has been provided.

Manufacturer narrative:
The pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.